Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported paradoxical hyperplasia (ph) on the upper and lower abdomen and flanks after coolsculpting treatment received on (B)(6) 2022 and (B)(6) 2022. Later patient reported "I noticed after the first treatment that my skin was stiff, painful recovery, but when I came back for my follow-up and second treatment, it was stated that they felt it was normal. Following weeks after second treatment, my skin appeared and still appears dimpled, more specifically when I crunch that it appears as though I have cellulite." And "my stomach fat feels thicker and continues to dimple unlike prior to treatment".